Event description:
It was reported that a user of the ilet experienced unexpected hyperglycemia with a peak blood glucose of approximately 380 mg/dl without food intake, after which glucose began to decline toward 290 mg/dl during troubleshooting and the user was advised to allow the pump to continue bringing glucose into range. Symptoms included hyperglycemia. Outcomes included no alarms and no need for external intervention or hospitalization. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.